Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit stopped ventilating during a case. The unit was swapped out and the case was able to continue. There was no report of patient injury.